Event description:
It was reported that aright atrial (RA) leadless pacemaker failed to sense and adequate fixation could not be achieved. The RA LP implant was abandoned and the procedure was converted to a right ventricle only system. A pericardial effusion was observed during the final echocardiography check. The effusion was mild and managed with observation. The patient was stable.